Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC line was being flushed and it was sluggish so the nurse removed the dressing and straightened the PICC line and attempted to flush the PICC line. At this time the PICC line had a split and the flush leaked out and sprayed into the nurses eye and apron. The PICC line had been looped under the dressing. PICC line was cut at 47 cm length, 39 cm at the skin and split was at 43 cm. Securacath was placed. Patient is booked for a new PICC line tomorrow. Additional information received on 5/25/2026: the staff member cleaned her eye with water. Advise from occupational health that as it was saline only no further action was required.